Manufacturer narrative:
Part: 03.010.404, synthes lot: u263263, supplier lot: n/a, release to warehouse date: july 21, 2017, expiration date: n/a, supplier: (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the cann connecting scr f/percutan instruments for nails-ex was received showing a portion of the threads stripped. No other visual issues were identified. Functional inspection: functional testing could not be completed as the mating nail was not received, however, the stripped threads of the connecting screw may impact its ability to assemble / disassemble to/from mating devices. Dimensional inspection: drawing: cannulated connecting screw, feature: threads external major diameter, result: conforming. Document / specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Cannulated connecting screw. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the cann connecting scr f/percutan instruments for nails-ex as a portion of the threads were stripped. No definitive root cause could be determined. It is possible that the stripped threads were due to the cross threading with the nail during surgery. It is also possible that the threads were damaged from consistent use prior and resulted in the cross threading during surgery. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction and internal fixation (orif) of the ankle on (B)(6) 2019, the threads of the cannulated connecting screw were cross threaded, making it difficult to remove from the tibia nail. The procedure was completed when the cannulated connecting screw disengaged from the nail. The surgeon said the threads cross threaded and upon inspection of the threads, they were damaged. The procedure was successfully completed with a surgical delay of less than ten (10) seconds. There was no patient consequence. Concomitant devices: tibial nail (part: unknown, lot: unknown, quantity: 1). This report is for a cannulated connecting screw. This is report 1 of 1 for (B)(4).